Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that, on a morning in 2007, he observed "3.0" and four dashes displayed on the screen of his infusion device. During troubleshooting with a company representative, he acknowledged awareness of the power pack recall and follow up. However, he believed he had inadvertently used a power pack affected by the recall previously as opposed to a corrected power pack. He stated that he had already replaced and discarded the power pack in use at the time of the observation, thus he could not provide the lot number or expiration date of the power pack. He stated that he changed the power pack and the infusion device functioned correctly. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.